Event description:
The surgeon performed a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee (mck) implant system. After the procedure has been completed, the surgeon checked the tibial baseplate with a dental instrument, and reported that the baseplate was overhanging posteriorly.

Manufacturer narrative:
As part of normal complaint follow up, an eval of the event had been initiated at mako surgical. The issue has not been confirmed at this time. The eval is ongoing, and a supplemental report will be filed when results are obtained.